Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be traced to the device. The reported event helix mechanism issue and failure to capture were confirmed. As received, a complete lead was returned with the helix retracted and clogged with blood/tissue for analysis. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil. The cause of the reported helix event was isolated to a clogged helix. Visual inspection of the lead noted an external insulation abrasion breaching the outer insulation and exposing the outer coil located distal to the suture sleeve tie impressions, consistent with another device or patient anatomy. The cause of the reported event of failure to capture was isolated to the exposure of the coil in the abrasion zones.

Event description:
Related manufacturer reference number: 2017865-2025-16997, related manufacturer reference number: 2017865-2025-16998. It was reported that the device system was explanted due to the patient developing bacteremia. It was also noted that the right atrial (ra) lead would not pace. During the extraction, there were unsuccessful attempts to unscrew the helix. On both the ra and right ventricular (rv) leads. At the end of the case, a repeat transesophageal echocardiogram showed moderate tricuspid valve regurgitation. The patient was stable.